Event description:
The customer reported that the tip of the device broke off but was still attached to the device by a wire. There was no pt injury. Another device was opened to complete procedure. Upon receipt of the device at covidien, it was found that the device jaws were fractured and a small piece of amodele (insulation) was missing and not returned. The customer was notified of the missing piece and they did not know its whereabouts.

Manufacturer narrative:
(B)(4). One sample was rec'd for evaluation. Visual inspection noted an excessive amount of dried blood and tissue in and around the jaw of the device. One of the jaws was fractured, although the jaw was still attached to the device by the jaw wire. A small piece of amodele (insulation) had broken off the jaws and was missing. Covidien confirmed the customer's report. This issue is under further investigation by the supplier.